Event description:
(B)(6) 2012, the patient contacted animas alleging that the up arrow and down arrow keypad buttons were intermittently responsive. The issue reportedly occurred 2 to 4 days ago. It was noted that the keypad was intact. The patient reportedly wore the pump in pocket in a pump case and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was peeling and lifting on the edge between the contrast and up arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the up and down arrow keypad buttons were intermittently unresponsive and required several presses to activate a response. None of the keypad buttons had normal spring back. There was evidence of keypad contamination found under all key contacts.